Event description:
It was reported that the patient was admitted to the emergency room after receiving multiple shocks from the right ventricular (rv) lead. The electrogram indicates probable t-wave oversensing. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).